Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 1 was consistently failing. A field service engineer (fse) arrived and found no failures. The fse powered down the station, and the latch column was opened. Latch 1 was removed and inspected, and the micro switches were replaced. The latch was reinstalled, and the remaining three switches were also inspected. The column was reassembled, and pyxis was powered back on. The hardware test application (hta) was accessed, and all four doors were tested. A door test was run. Pyxis was rebooted, and the customer logged into the application and successfully inventoried medications in door 1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a door was kept failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.